Event description:
It was reported that a shaft break occurred. The 90% target lesion was located in the severely tortuous and moderately calcified left anterior descending branch. A 6f guidezilla ii was selected for use. During procedure, it was noted that the hypo and extension section could not cross the stent, and the short transition section of hypotube and the visible spiral sleeve ring connection part fractured. The device was removed together with the guide catheter. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). H6 device codes: corrected. Investigation results: media review: media provided by the customer shows a partial collar and shaft separation. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure. Based on analysis and the reported information, the reported event likely occurred as a result of factors encountered during the procedure of which can include handling of the device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a shaft break occurred. The 90% target lesion was located in the severely tortuous and moderately calcified left anterior descending branch. A 6f guidezilla ii was selected for use. During procedure, it was noted that the hypo and extension section could not cross the stent, and the short transition section of hypotube and the visible spiral sleeve ring connection part fractured. The device was removed together with the guide catheter. The procedure was completed with another of the same device. There were no patient complications.